Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient couldn¿t have stimulation on when she was in bed because if she turned the adaptive stimulation levels would kick in when she twisted. The patient didn¿t like that it would wake her up and she couldn¿t sleep. The patient would shut stimulation off at night and position herself with pillows and everything. It was noted that at first the patient didn¿t have it programmed with the adaptive stimulation levels and she only had one set. The patient went months without adaptive stimulation and would have to change stimulation herself when she changed positions. The patient couldn¿t remember when she was then programmed with the adaptive stimulation levels and they came to the office to set up the numbers. Since then it would sometimes spike at night and she hated it because it would wake her up. The manufacturer representative (rep) was not made aware of the issue and the patient never saw the rep again. The issue began the year prior to (B)(6) 2017, almost a year after implant. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.